Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test, sleep current measurement and active current measurement. Hardware low level failures was present in the pump trace download and pump error 63 (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. No unexpected failed batt test alarms noted during testing. Unit received with moisture damage on electronic board stack, force sensor assembly and motor assembly.

Event description:
The customer reported via phone call that the reservoir had leak insulin into the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had rejected new battery. The reservoir and insulin pump will not be returned for analysis.